Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise and detected high right atrial (ra) lead impedances. The minute ventilation sensor was programmed off. No adverse patient effects were reported. The device remains in service. This device is included in the minute ventilation signal oversensing advisory population communicated on (B)(6) 2017.